Event description:
It was reported that bd syringe 20ml ll tip conv pak barrel was cracked it was reported by customer that we would like to report a second incident with these bd305617 20ml luer-lock tip syringes cracking. We were unable to recuperate the first syringe. After batching, they are stored in freezer, then thawed and moved into fridge. Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached we would like to report a second incident with these bd305617 20ml luer-lock tip syringes cracking. We were unable to recuperate the first syringe. After batching, they are stored in freezer, then thawed and moved into fridge. Current lot numbers on hand are: 4064405 exp: 2029-02-28, 4064403 exp:2029-02-28, 4033844 exp: 2029-01-31 thank you kindly for your investigation into a potential quality issue with the product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Batch#: 4064405 ,4064403 ,4033844.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 video submitted for evaluation. The reported issue of barrel cracked was confirmed upon inspection of the sample. Analysis of the sample showed a crack line in the syringe barrel. Bd was not able to determine the cause of the failure without evaluation of a physical sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.